Manufacturer narrative:
The pump was returned and passed all testing in the laboratory and no anomalies were identified. The 8784 catheter was returned and analysis identified damage to the transition tubing. Concomitant medical products: product ID: 8782, serial# (B)(4). Product ID: 8784, serial# (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 26-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A pump was sent back to the manufacturer with no known reported complaint or patient harm. The device underwent routine analysis and an anomaly was found.